Event description:
The pt had an ams elevate graft implanted on (B)(6) 2009. It was reported that the mesh "extruded through vaginal wall, necessitating its removal and another cystocele repair on (B)(6) 2011.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.